Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken in the future.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported observation of ¿reached end of service¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol). The estimated longevity would have been 3.3 years +/- .25-year per ¿ 90205144, when using the as received programmed settings and assuming 1000-ohm program impedances, for device model 3660. The total stimulation on time was 3.28 years.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.